Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer. The investigation of the reported event is currently underway. (Expiry date: 06/2022).

Event description:
It was reported that during an angioplasty procedure, the pta catheter shaft of the device was allegedly deformed. It was further reported that same device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: one sample was returned for evaluation. The sample was noted to be bloody and deformation was noted to the distal end. Under magnification, the balloon portion of the device was noted to have deformed scoring wires and a tear was noted to the catheter. No further functional testing could be performed due to the condition of the device. Therefore, the investigation is confirmed for the catheter shaft bend, as the distal end of the catheter was noted to be deformed during the evaluation. The investigation is also confirmed for the catheter tear, as the distal portion of the device with the scoring wires was noted to be torn. The reported catheter bend have contributed to the scoring wires to tear through the catheter shaft. However, the definitive root cause for the reported catheter shaft and identified catheter tear could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta catheter shaft of the device was allegedly deformed. It was further reported that same device was used to complete the procedure. There was no reported patient injury.